Event description:
According to the reporter, during a lobectomy procedure, they connected the reload to the handle, then the surgeon tried to fire the device, however could not pull the trigger and could not fire the device. The procedure was completed with another device. The status of the patient is no problem.